Event description:
It was reported that a physician mistook the reservoir of this inflatable penile prosthesis for a hernia and repaired it with mesh, resulting in a loss of fluid from the component. A surgical procedure was performed to remove and replace cylinders and pump. The existing reservoir was drained and retained due to adherence to the mesh, and a new reservoir was added to the system. There were no patient complications reported.